Manufacturer narrative:
The pod was received with the soft cannula deployed and the formed needle fully retracted into the bottom housing needle well. The exposed portion of the soft cannula was found to not be bent or kinked. No issues were found with fluid flowing through the complete fluid path. The download data contained no timeouts, drive stalls, or hazard alarms, indicating that there was no struggle to deliver insulin. Inspection of the formed needle, soft cannula, and bottom housing found no damages or defects that would result in skin irritation at the infusion site. The cause of the reported irritation could not be determined. Inspection of the needle mechanism components found no damages or manufacturing deficiencies that would prevent the formed needle from fully retracting. Though no issues were observed with the needle mechanism, it could not be determined when the formed needle fully retracted. The exact cause of the reported failure of the formed needle to retract could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that after wearing the pod between 4 and 24 hours, the patient noticed irritation on the insertion site (abdomen). When removed, the needle reportedly had not fully retracted back into the pod as intended and that the cannula was bent.